Manufacturer narrative:
Review of this MDR and/or additional information received indicates the information in this MDR was related to a medtronic press release. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was reported by a consumer. The article, "medtronic pain pump blamed for 14 deaths," posted on june 28, 2013 in pain medication from nationalpainreport.com, was read by the patient. The consumer noted that after talking with their doctor and patient services they are confident in the device manufacturer's pumps.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. The exact date of death is unknown. (B)(4).

Event description:
Information was received from a consumer regarding an article they read online. The article said that fourteen people had died because the device manufacturer was ignoring FDA regulations. The patient did not know where they found the article. Further follow up was conducted to determine the source of the article and if any patient information was available.